Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 200mmh2o. The valve was hydrated for about 44 hours. The valve was visually inspected: no defects were noted. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4) and 82-3190 with serial number (B)(4), the valve failed the test, the cam mechanism did not move during the programming process. The valve was flushed. The valve passed the test no occlusion was noted. The valve was reflux tested. The valve passed the test. The valve was leak tested, no leaks were noted. The valve was dried. The valve was then pressure tested at 200mmh2o, the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the cam mechanism, on the cam mechanism pillar and on the base plate. Review of the history device records confirmed the valve product code 82-3100, with lot cnlb14, conformed to the specifications when released to stock in 18th october 2012. The root cause of the problem found during investigation is due to biological debris found on the spring, on the spring pillar, on the cam mechanism, on the cam mechanism pillar and on the base plate. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via v-p shunt to a female patient (50s) with sah in 2013. The initial pressure setting was 120mmh2o. On (B)(6) 2016, a clipping surgery was performed on the other side of the shunt system. After surgery, the surgeon found the setting had changed to 40-50mmh2o unintendedly. Once the setting was raised back to 120mmh2o, and then it was finally raised to 200mmh2o since an acute subdural hematoma and ventricular reduction were noted by CT scan on (B)(6) 2016. The device was removed on (B)(6) 2016, and the patient is currently being monitored. A revision will take place next week.